Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the lead was sticking to the guidewire when being introduced into the patient and could not be manipulated. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.